Event description:
On (B) (6) 2010, clinical specialist reported that the pt experienced a blood glucose reading of less than 20 mg/dl today. Clinical specialist stated pt began pump therapy on (B) (6) 2010 at 1:00 pm. Prior to using the infusion device, clinical specialist stated pt experienced frequent high and low blood glucose due to having "renal insufficiency". Clinical specialist reported "pt's blood sugar reading yesterday before starting on the pump was 37 mg/dl. At 1:00 pm yesterday, her blood sugar was 115 mg/dl. Pt was placed on the spirit pump with a temporary basal rate change of 50% until 11:00 pm. Pt's blood sugar at 11:00 pm yesterday was 195 mg/dl. At 6:30 am, her blood sugar was 393 mg/dl. She did not take any boluses with the pump. Between 10:30 and 11:00 am today, she was taken to the hospital with a blood sugar less than 20 mg/dl." Pt's target blood glucose is 120 mg/dl. The clinical specialist did not believe the infusion device was to blame for these elevated and low blood glucose readings. On f/u with the pt, she reported she woke up this morning with a blood glucose reading of 338 mg/dl and later in the morning, her blood glucose dropped to below 20 mg/dl. Pt stated she lost consciousness and was taken to the hospital where the hospital staff disconnected her from the infusion device. Pt reported she was placed back on the infusion device before leaving the hospital at 3:45 pm and her blood glucose at that time was 143 mg/dl. Pt stated no errors displayed on the pump during this time. Pt was adamant that her basal rates are correctly programmed on the pump. Pt delivered no boluses with the pump. Recommended pt work with her dr and/or diabetes educator to help her control her blood glucose. No product return was requested.